Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient stated they were charging their controller overnight and the controller failed to turn on. The patient reported they were due to change their pod but was unable to because they were unable to turn the controller on. The patient stated they did not have any back up insulin delivery and sought medical attention. It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 615 mg/dl while wearing the pod for an unknown duration. Symptoms reported were high blood sugars. The patient was treated with intravenous insulin and intravenous fluids and prescribed a prescription for insulin delivery. The patient was discharged on (B)(6) 2026.